Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had started intravenous immunoglobulin (ivig) and had their third dose on (B)(6) 2017. The following day, the patient reported that they had a fever and headache. The next day, (B)(6) 2017, they complained of nausea and vomiting and were sent to the emergency department. It was discovered that they experienced a subarachnoid hemorrhage and were transferred to a hospital for further management. They placed two external ventricular drains (evd) at the time of admission. The ventricular assist device (vad) remains in use. The patient remains hospitalized and stable. No further patient complications have been reported as a result of this event.